Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our european affiliate, approximately four years after the implantation of a 23mm sapien valve, the valve was degenerated, causing an unstable situation in the patient due to regurgitation. The physician elected to treat the patient with a 23mm sapien3 valve via the transfemoral approach. The procedure was completed without paravalvular leak noted.